Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Correspondence from the customer related that there was no sample available to return for review. However, images were provided that were consistent with the reported issue. Therefore, this complaint was confirmed based on the provided images. Without the sample to review, determining a definite root cause for the detachment is not possible. There have been no other complaints regarding this issue with this part number or lot number. The reported issue was most likely an isolated event. Since a definite root cause could not be established and there have been no other complaints regarding this issue with this lot number, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
Two cases occurred after implantation of the drain, where the drain connection tube spontaneously disconnect from the male luer lock. They have only reported one case but say they have experienced it twice. There is a risk for the patient if this happened and nobody is aware immediately.

Manufacturer narrative:
It is unknown if the sample will get returned for evaluation or not. A follow-up report will be submitted once more information becomes available. It is unknown if the sample will get returned to argon or not

Event description:
Two cases occurred after implantation of the drain, where the drain connection tube spontaneously disconnect from the male luer lock. They have only reported one case but say they have experienced it twice. There is a risk for the patient if this happened and nobody is aware immediately.